Event description:
Nine reports of patients with various post-operative injuries, including neuropathies, edema, bruising, petechiae, blisters, and pain. All patients were of various ages, genders, size, and nationalities and had undergone surgical procedures of varying types and lengths. No consistencies were found in anesthesia care providers. All patients recovered from their injuries. Specific information follows: the patient was prone, the blood pressure cuff was placed on the right upper arm, and the injury was right hand numbness, weakness, right upper extremity edema. The patient reported resolution of right upper extremity "neuroprasia" and return of strength and sensation several days after surgery.